Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to claim low audio output on (B)(6) 2015. Patient was not able to hear the alarm during the night and fell into a hypo. Patient was hospitalized for one day, and was monitored by his wife for several days afterward. No additional even or patient information is available.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded data log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An internal inspection was performed and the inspection passed. The speaker resistance was measured and the resistance was within specification. The reported event of a low audio output was not confirmed. A root cause could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and the charging door was damaged, also the serial number was not visible on device label. The receiver was charged and rebooted. Functional testing was performed and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver was opened for internal inspection and passed. The reported event of a low audio output was not confirmed. A root cause could not be determined.